Event description:
It was reported that a user of cidex plus was having trouble breathing and tightness of the chest while another employee was using the product in a spray bottle. The individual went to the doctor and was reported to suffer from wheezing. Subsequent follow-up indicates the individual has recovered.